Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for hi blood glucose results. The customer is concerned with results obtained of 313, 435, 385 331 mg/dl and hi. The expected fasting blood glucose test result range is 100 to 140 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 3/31/19 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1:313 mg/dl date:(B)(6) 2018 time:9:33am fasting, result 2:435 mg/dl date:(B)(6) 2018 time:8:00am fasting, result 3:hi date:(B)(6) 2018 time:10:30pm fasting, result 4:385 mg/dl date:(B)(6) 2018 time:5:30pm fasting, result 5:331 mg/dl date:(B)(6) 2018 time:12:30pm fasting. Customer has not had any changes to his exercise, diet, medication or lifestyle routine. Customer stated that his last a1c was 8.3 in (B)(6) of 2017.